Manufacturer narrative:
The complaint device was received and evaluated. The returned complaint electrode appears new and unused. It cannot be confirmed if the actual complaint device was sent back for evaluation. At this time, the reported failure cannot be confirmed or a root cause cannot be determined. However, from past investigations, sparking of the electrode is typically seen when the tip is buried in too much tissue, prolonged activation, or being in close proximity of another metal instrument during activation. The electrode is not intended to be activated outside of the irrigation fluid in which case it would cause smoke from active tip as reported. These are contrary to the precautions stated in the IFU. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The sales rep reported the customer's vapr s90 electrode sparked and arced during a shoulder procedure. He stated the device first sparked while in the patient which made the surgeon take the device out of the patient and test the device. When they tested the device, it sparked again and then started smoking. The surgeon used another electrode to complete the procedure with no patient consequences or delays. The complaint device was not reprocessed and is coming back for evaluation. The sales rep was not present for the procedure, no further details were available.